Event description:
During routine ICD follow-up sensing and capture difficulties secondary to lead dislodgement was noted. After opening of the pocket, a lot of torsion on the lead was found and twiddler's syndrome suspected. Device was removed from service. No patient complications have been reported as a result of this event.